Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was not able to confirm a balloon rupture. Analysis found a separation of the inner member, which would result in pressure loss, resembling a rupture. A review of the complaint handling database found no other incidents of balloon rupture or physical resistance from this lot. There was one incident from this lot reported for difficult to remove the protective balloon sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosis in the proximal left anterior descending (lad). The 3.5x12 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured on first inflation at 12 atmospheres. Reportedly, there had been some resistance noted during advancement inside the patient anatomy. A second 3.5x12 mm nc trek balloon was used for successful post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: floppy ii 190cm; inflation: pak; stent: xpedition 3.25x28mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.